Event description:
Pt implanted on (B)(6) 2012 with uss vas 1 product on (B)(6) 2012 developed an infection on an unk date. Pt was returned to operating room on (B)(6) 2012 for hardware removal of l3 to s1. Reinstrumentation of l4 and s1 with autologous bone was completed. This is 2 of 6 reports for this event.

Manufacturer narrative:
Without a lot number the device history records review could not be completed. The investigation could not be completed, no conclusion could be drawn, as no product was received.